Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device¿s sleep/wake button was intermittently unresponsive, occurring multiple times per day and occasionally requiring connection to a charger to power back on, consistent with a button/key not working and involving the switch/relay component; blood glucose levels were not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an electrical problem consistent with an unresponsive button and traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.